Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that she was hospitalized due to high blood glucose. The customer's spouse also reported that they had fluid on the insulin pump. The customer's spouse stated that the insulin pump was moving slow and also stopped. The customer's blood glucose was 600 mg/dl at the time of the incident. The customer's blood glucose was 587 mg/dl at the time of hospitalization. The customer's spouse stated that they missed bolus. The customer's spouse stated that they were given insulin during the hospitalization. The customer's spouse stated that they experienced extreme pain and was disoriented. The time of the hospitalization was 7:30pm and the date of the hospitalization was (B)(6) 2015. The customer's spouse stated that the screen window was foggy. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, battery tube and vibrator assembly. No moisture damage on the keypad assembly was noted. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the blank display. No unexpected constant vibrating during testing. Unable to test for the pump moving slowly and missed bolus complaints due to the blank display. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and a cracked end cap.